Event description:
It was reported that during a procedure (case type or date information was not provided), the light of the device was dimming. They were able to bring in a back-up device to complete the procedure without any negative patient impact. However, this has caused a delay of a few minutes to the procedure while they were bringing in the back-up device.

Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
Per device evaluation by the manufacturer: during the manufacturer's technical inspection, the error description provided by the customer light source is dimming was confirmed, and further defects were detected. In total the following defects were detected: led is dimly lit, blade damaged, glued parts on camera head worn, leak at camera head, housing damaged, lid damaged, plug worn, and leak between plug and lid. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is dim. This event is filed under internal complaint ID: (B)(4).